Manufacturer narrative:
Follow up is in progress to obtain additional information from the customer regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation/prior to sedation for an unspecified procedure, this camera head had a poor picture quality. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found poor image quality . The camera cable was broken and the coupler rotation lock knob does not move smoothly. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU): the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following is stated in the "warning" section of the instruction manual "storage". When cleaning the outside surface of the camera cable, do not squeeze the camera cable too hard. There is a risk of the camera cable breaking. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information based on legal manufacturer's final investigation results.